Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079919) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("one of my essure rods have migrated almost all the way out of on of my tubes into my uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (baby aspirin), cyanocobalamin (vitamin b12) and omeprazole. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen pain"). At the time of the report, the device expulsion and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and device expulsion with essure. The reporter commented: plaintiff noted that one of her essure rod have migrated almost all the way into the uterus which it can cause it to perforate her uterus. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("one of my essure rods have migrated almost all the way out of on of my tubes into my uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (baby aspirin), cyanocobalamin (vitamin b12) and omeprazole. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen pain"). At the time of the report, the device expulsion and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and device expulsion with essure. The reporter commented: plaintiff noted that one of her essure rod have migrated almost all the way into the uterus which it can cause it to perforate her uterus. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.